Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of high results. Customer states he feels well and no medical attention is needed. The customer's expected blood results are 120-140mg/dl fasting. Verified the strips expire 10/31/2017. Customer confirms the strips are stored in the kitchen and were first opened 08/11/2015. Customer performed a blood test 220mg/dl fasting. Reviewed meter memory 199mg/dl (B)(6) 2015 05:56:00 am fasting:yes, 180mg/dl (B)(6) 2015 01:40:00 pm fasting:yes, 218mg/dl (B)(6) 2015 08:08:00 pm fasting:yes, 245mg/dl (B)(6) 2015 05:41:00 am fasting:yes, 172mg/dl (B)(6) 2015 01:55:00 pm fasting:yes. Customer is concerned with al the results reviewed in the meter memory. No adverse event reported.

Manufacturer narrative:
(B)(4) investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states he feels well and no medical attention is needed. The customer's expected blood results are 120-140mg/dl fasting. Verified the strips expire 10/31/2017. Customer confirms the strips are stored in the kitchen and were first opened (B)(6) 2015. Customer performed a blood test 220mg/dl fasting. Reviewed meter memory: 1:199mg/dl (B)(6) 2015 05:56:00 am fasting:yes. 2:180mg/dl (B)(6) 2015 01:40:00 pm fasting:yes. 3:218mg/dl (B)(6) 2015 08:08:00 pm fasting:yes. 4:245mg/dl (B)(6) 2015 05:41:00 am fasting:yes. 5:172mg/dl (B)(6) 2015 01:55:00 pm fasting:yes. Customer is concerned with al the results reviewed in the meter memory. No adverse event reported.